Event description:
The physician reported that the patient's generator was implanted on (B)(6) 2020 and was set to 0.75ma on (B)(6) 2020. The patient was seen again on (B)(6) 2020 and (B)(6) 2021 and there were no issues, he was seizure free. Other settings were 30 sec/ 5 min/ 25 hz/ 250 us. The patient was then seen on (B)(6) 2021 after having two new crises the week before and output current was found to be at 0ma unexpectedly. The patient was set back to 0.75 ma but was then seen again on by a different physician (B)(6) 2021 and found to be at 0ma again. The patient was seen again on (B)(6) 2021 and they could not interrogate the patient despite attempting for more than 10 minutes. Additional information was received from the physician. He stated that no error codes were seen, and he noted that no troubleshooting was performed when it failed to interrogate but he has had no problem with other patients using the same programmer. It was noted that the two crises were considered an increase in seizures but it was below pre-vns baseline levels and the patient has not had any crises since then. Per the physician the increase in seizures may have been due to loss of vns therapy. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Generator data was reviewed and two consecutive interrogations showed a hardware reset. Per internal investigation of the event and similar events, it is suspected that the resets may be caused by a hardware failure that may have contributed to an intermittent loss of power. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was replaced. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.

Event description:
An addendum investigation has been completed and approved. Multiple investigation strategies, including visual examination, long-term monitoring at implant conditions, firmware modification patches, and electrical resistance and capacitance measurements were performed to determine the cause of the resets. Dendritic growth was observed on the routed edge of the printed circuit board assembly inside a returned affected generator. It is believed that conductive residues deposited on the edge of the circuit board during the laser-routing manufacturing process likely promoted an environment conducive for dendritic growth to occur between test points on the telemetry and reset circuits. The growth likely created current paths that caused unintended electrical function, which were theorized to burn out, grow back and cause a reset, and burn out again. This process explains why resetting generators would function normally after stimulation was enabled and then encounter a subsequent reset at an unpredictable time later. The probable root cause is considered related to the laser-routing process (manufacturing error caused event). No other relevant information has been received to date.